Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, it was observed scratch or mark on optic. The lens has central splines that interfere with the visual axis. The lens was removed and another lens was implanted. There was no patient injury. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).